Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/hematoma. It was reported that a physician in training in the use of the proglide device attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, the white suture broke. A proglide second device was used to achieve hemostasis. A small hematoma developed. Manual compression was applied for less than 5 minutes to repair. There were no reported patient effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.